Event description:
New information received notes the infection was not related to product/procedure.

Event description:
It was reported that the patient presented with erosion at device pocket site. The implantable cardioverter defibrillator (ICD), right atrial lead, and right ventricular lead were explanted. The patient was in stable condition.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented with infection and erosion at device pocket site. The implantable cardioverter defibrillator (ICD), right atrial lead, and right ventricular lead were explanted. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.